Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 19 units after the delivery of approximately 10 units of insulin. Reportedly, the cartridge was filled with 250 units of insulin. In addition, drops of insulin was not observed exiting from the end of the infusion set tubing after going through the fill tubing process with 30 units of insulin. Blood glucose level was 223 mg/dl. Reportedly, the customer performed the fill tubing step once more and observed insulin coming out from the end of the tubing. It was reported that the customer continued using the existing cartridge for insulin therapy.